Event description:
It was reported by the clinician that during a catheter exchange, the spring wire guide broke. No further info is available at this time.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.